Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's left ventricular (lv) lead was turned on for pacing purposes as a direct result of the right ventricular (rv) lead malfunctions.

Manufacturer narrative:
Concomitant medical products: 305c21 valve implanted: (B)(6) 2008; 4598 lead implanted: (B)(6) 2017; dtbb1q1 ICD implanted: (B)(6) 2017 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing, loss of capture and undefined pacing impedance. The lead was previously reprogrammed off and remains in use. No patient complications have been reported as a result of this event.